Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. One of the leads is peripheral (off-label). The patient reported experiencing ineffective stimulation since implant which was not resolved via multiple reprogramming sessions. The patient requested an explant due to this issue.